Event description:
During a low anterior resection procedure, the instrument did not fire and the tissue was damaged at the operation site during manipulation. The surgeon applied another device resecting the pre-made purse-string line.